Event description:
It was reported that stent damage occurred. The target lesion was located in the severe stenosis of the origin of the right vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use. However, when the stent tip was ready to enter the y valve, a kink at the distal end part was noted. Due to the patient's tortuous blood vessel, the physician replaced the stent with another of the same device. The procedure was completed, and no complications were reported. The patient condition following procedure was stable.

Manufacturer narrative:
D4 lot number from 0033228529 to 0031797181. D4 expiration date from 01/16/2027 to 06/11/2026. Upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the presence of a kink.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severe stenosis of the origin of the right vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use. However, when the stent tip was ready to enter the y valve, a kink at the distal end part was noted. Due to the patient's tortuous blood vessel, the physician replaced the stent with another of the same device. The procedure was completed, and no complications were reported. The patient condition following procedure was stable.